Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event or product problem: product problem being submitted due to test strips being part of recall # 1052693-06/13/16-001-r strip. Meter and test strips were not returned to manufacturer; customer had returned competitor products. Note: manufacturer contacted customer in several follow-up calls to ensure customer had received the replacement products and that they are working as intended - unable to establish contact with customer at this time.

Event description:
Consumer called to inquire about obtaining test strips for meter. Daughter is calling on behalf of customer. Customer has discontinued product - customer has true result meter and truetest test strips. The test strips are expired - manufacturer's expiration date is 04/21/2018 and test strips are part of recall. Customer did not report a complaint associated with the products. The customer feels well and did not report any symptoms. No medical attention associated with the use of the products was reported. Customer was upgraded to true metrix product line.

Manufacturer narrative:
Sections with additional information as of 16-nov-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: added root cause. There are no complaint regarding performance of the product. Strip lot number associated with recall number 1052693-06. Product strip lot number provided in the complaint expired. Unable to perform retention testing. Root cause: rc-074: manufacturing processing error.